Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Event description-additional, event problem and evaluation codes-additional, date received by manufacturer-additional, additional information/device evaluation-additional, device evaluated by manufacturer-additional,. Event problem and evaluation codes-additional.

Event description:
No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and an unexpected shut down was observed. A functional test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and rtt loss was observed. Confirmation of the complaint was confirmed. The probable cause could not be determined.